Event description:
Customer called to report that the insulin was spilling out of the reservoir during the pre-filling process. Blood glucose reading was 86 mg/dl. Troubleshooting was performed. The location of the leak was on the reservoir. No cracks were noted on the reservoir. The needle on the transfer guard was found to be bent. The reservoir will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).